Manufacturer narrative:
Investigation results completed on a smith medical syringe infusion pumps/medfusion 3500 alarmed error code system failure . Device was found to be in good condition with a cracked battery door. Event log was reviewed and force sensor test was verified upon power up. Complaint of system failure was verified. Action was taken to replace plunger cable. Unknown cause of event and device passes all functional along with delivery testing .

Event description:
Information received a smith medical medfusion 3500 pumps syringe pump alarmed system failure. No patient adverse events reported.